Manufacturer narrative:
Submit date: 05/02/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2015, the customer reports that the surgeon inserted the device on a neonate. The catheter developed a crack/rupture two days later and it was noted that the device was actively leaking. The catheter had to be replaced with a new catheter. This is a urology catheter that was being used as a feeding tube on a premature infant. The foley catheter was used due to the lack of availability of gastronomy tubes for very small infants. On (B)(6) 2017, covidien was notified that the patient expired.

Manufacturer narrative:
The catheter was being used as a feeding tube. A foley catheter was used due to the lack of availability of gastronomy tubes for very small infants. The report refers to product code 8887603085, foley sil cath 3ml 8ch x10 with an unknown lot number. A device history record was not performed because there was no lot number provided in the complaint file. No picture or sample was provided for evaluation therefore the customer complaint could not be confirmed. A possible root cause cannot be provided as the damage reported needs to be evaluated and in which part of the catheter to provide an accurate statement. No corrective actions will apply since the condition was not confirmed and a sample is required to provide a more accurate root cause. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.